Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx 18 months ago. Aneurysm and vessel morphology at the time of implant is unknown. The vessel morphology currently is reported as moderate tortuosity and mild calcification. It was reported that a recent CT demonstrated that there was a junctional separation/type iii endoleak between a distal aneurx aortic cuff (MFR report # 2953200-2010-02021) and the talent iliac limb. The physician elected to intervene by placing a talent iliac limb, which successfully resolved the type iii endoleak. No add'l clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4): eval results: (endoleak), (moderate vessel tortuosity).